Event description:
Patient, underwent coil embolization of pda, posterior descending artery. Arterial access was closed with 6fr angioseal sts. No complications & deployment successful. Discharged but readmitted with cold right foot and loss of distal pulses. Had thrombolytic therapy and exploration of right femoral artery.